Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to (B)(6) 2015. Multiple manual power ups, one of ten minutes duration were recorded between the (B)(6) 2015 and the (B)(6) 2015. The last log entry on the (B)(6) 2015 records a successful auto self-test. Investigation was unable to replicate the reported fault. There was only one manual power up of ten minutes duration. This may indicate that the user was regularly power cycling the device or the beginnings of a membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.